Event description:
It was reported that this hysteroscope failed after the 3rd or 4th use. In the middle of the procedure the screen went black. The procedure had to be terminated and rescheduled. No injury to patient.

Manufacturer narrative:
Investigation confirms no image due to a leak in deflection cover. This was caused by the deflection tip being bent downward in the "z" axis breaking slotted tube which compromised the deflection cover allowing moisture to enter instrument. Moisture has migrated into the distal and proximal ends damaging the pcb and cmos sensor resulting in video image failure. Finding consistent with abnormal wear and tear.